Manufacturer narrative:
The t:slim pump user guide states "never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to performing the fill tubing process while the infusion set site was connected to the customer, which resulted in approximately 20-30 units of insulin being delivered to the customer. Additional patient and event information was not provided.